Manufacturer narrative:
Correction: if follow-up, what type: hospital checked. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na h3 other text : the stent remains in patient.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery that was 70% stenosed. A prowater guide wire was used to cross the lesion through the stenosis. A 3.0x15mm nc balloon was then advanced over the wire and placed across the lesion. The balloon was inflated up to 12-15 atmospheres (atm). A repeat angiogram demonstrated residual stenosis, and a 3.0x23mm xience sierra stent was deployed at the lesion. Post-dilatation was performed with a 3.5x12mm nc balloon in the proximal to mid segment of the lesion up to 14 atm. It was then noted during post-second dilatation that the patient presented with a free perforation with extravasation at the lesion. The physician confirmed that the xience sierra caused the perforation. The balloon was inflated and the perforation sealed. A 3.50x19mm rx graftmaster covered stent was then deployed and post-dilated with a 4.0x12mm unspecified balloon up to 18 atm .angiogram showed a timi 3 flow with no perforation. The perforation was sealed. The patient was sent to the cardiac care unit for further monitoring. There were no reported adverse patient sequelae. No additional information was provided.